Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, on an attempt of retracting the device, the handle cannula got detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the handle cannula was bent and catheter kinked. Functional evaluation was not performed due to the condition of the returned device. The complaint that the handle cannula detached was not confirmed; the handle cannula is attached to the handle. However, the handle cannula was bent and catheter kinked near the handle, therefore, this is no longer an MDR reportable event. Most likely, the anatomical and procedural factors encountered during the procedure caused the handle cannula to hit against the catheter, causing the handle cannula to bend. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, on an attempt of retracting the device, the handle cannula got detached. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.